Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display and audio/beep anomaly noted. The insulin pump was received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. Customer stated that the insulin pump was exposed to rain water and woke up with a blank display and constant tone . During troubleshooting, it was confirmed that there is no sign of damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.